Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by onsite service personnel which included functional testing and calibration. The results of the analysis indicate the measurement were given an inaccurate nbp measurement values affect the user's clinical diagnosis. Calibration was required. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device had not had routine annual calibration done. The issue was resolved by performing calibration and the product is back in service.

Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the nbp measurement value has deviation and nbp need to calibrated. The device was not in clinical use at time of event, there was no patient or user adverse event reported.